Event description:
At 2 p.m. In 2009, the patient had "a big fall on his side"; witnesses said he fell on his side which was the same side that his pump was implanted on. One hour after the fall, the patient was unconscious/unresponsive; three hours later he expired (it was unclear if it was 3 hours after the fall or 3 hours after being unconscious). It was noted that the patient had a pump refill approximately one month prior to the event. At that time, the physician noted that the patient had been doing extremely well with excellent pain relief from his pump and was having no side effects. The pump was continuously infusing morphine (3mg/day), with baclofen (45mcg/day) and bupivacaine (0.3mg/day). The physician office also noted that the patient was a large person, worked in construction, and had had concomitant drug issues, but had been doing quite well with this therapy. An autopsy was performed by the medical examiner's office; the cause of death was pending the toxicology reports. It was noted that there was no significant bruising at the pump. The patient had a "heavy heart" so they believed the cause could be more cardiovascular related. Additional information has been requested, a follow-up report will be sent if additional information becomes available.